Event description:
It was reported that approximately 6 months post xience v stent implantation in the proximal left anterior descending artery (plad), the pt experienced angina. On (B)(6) 2010, a stent was placed in the left main coronary artery (lmca), overlapping the stent in the plad. There was no adverse pt sequela reported. On (B)(6) 2010, the pt was discharged. Although requested, there was no additional info provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported angina and re-stenosis are listed in the instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatments appear to be related to the operational context of the procedure.